Event description:
It was reported (physicist report) that the kv on the 7600 system is low and the collimator sizing is out of specifications. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation, the malfunction was verified. Adjusted the size of the radiation field and performed a kvp calibration [adjustment]. The system was tested and found to be working as intended and placed back into service.